Manufacturer narrative:
Device evaluation: the ams700 cylinders were visually inspected and functionally tested. There was a leak in both cylinders that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage is likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the reservoir kink resistant tubing (krt) that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event or a device malfunction because it is a secondary failure. The product analysis could not confirm the allegation of infection or pain. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The product analysis could not confirm the allegation of infection or pain. Model number: 72404161, lot number: 867282006, model description: reservoir 65ml pc, model number: 72404310 ,lot number: 1000061596, model description: pump ms.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to infection. No further information is available at this time. Additional information was received indicating the patient presented with symptoms of pain in testes when the infection was discovered. The infection was located at the cylinder and connection points on the pump side of the scrotum. The patient was reported to be well following the procedure. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.

Manufacturer narrative:
As the complaint device was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Model number: 72404161, lot number: 867282006, model description: reservoir 65ml pc. Model number: 72404310, lot number: 1000061596, model description: pump ms.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to infection. No further information is available at this time. Additional information was received indicating the patient presented with symptoms of pain in testes when the infection was discovered. The infection was located at the cylinder and connection points on the pump side of the scrotum. The patient was reported to be well following the procedure. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.